Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 4.00mm promus premier drug-eluting stent was selected for use; however, during advancement, the device encountered resistance. It was noted that the tip of the stent strut was lifted after being withdrawn. The procedure was completed with another of same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 4.00mm promus premier drug-eluting stent was selected for use; however, during advancement, the device encountered resistance. It was noted that the tip of the stent strut was lifted after being withdrawn. The procedure was completed with another of same device. No patient complications were reported and patient status was stable. It was further reported that the lesion contained 90% stenosis, severe calcification and non-tortuous.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 4.00mm promus premier drug-eluting stent was selected for use; however, during advancement, the device encountered resistance. It was noted that the tip of the stent strut was lifted after being withdrawn. The procedure was completed with another of same device. No patient complications were reported and patient status was stable.